Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8300 unit serial # (B)(4) failure device type: failure problem type: failure mode: case resolution: tech is get error code 500.5040 on etco2 unit which has to do with software compatibility failure, needs to reflash software on unit to correct version. Tech will have to locate poc files for v9.33 and also locate his asm software v10.33 he is try to use v9.8 which is not compatibility and is also eol once tech locate cd he will call back for further assist.